Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
A 4.5mm lcp proximal femur hook plate broke postoperatively. Plate was removed and pt was revised.